Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called requesting assistance with the insulin pump. The customer stated that the piston was completely to the end of the reservoir compartment, and the device did not alarm. Advised the customer that the insulin pump failed the displacement test and it was no longer operating properly. No further info was provided.